Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pediatric patient was prescribed 340mg/34ml of IV acetaminophen. The nurse spiked 1000mg/100ml vial available in the ER med room. The nurse spiked vial and administered as a primary infusion on the bd alaris pump module. The nurse programmed the device for 34ml (volume to be infused [vtbi]) and when the vtib reached 0, the pump allegedly automatically transitioned to kvo rate. This was reported to bd clinical consultant during their site visit. The clinical consultant explained the configuration options for the bd alaris infusion system, as well as the current configurations for the facility. The clinical consultant explained likely rationale of the configuration with steps to take internally to revise configurations settings. The clinical consultant also explained the bd recommendation to program the exact amount of medication that is to be administered to the patient and that is in the vial, and after speaking with facility representatives, their pharmacist provided education to ER staff on the use of the syringe pump particularly for pediatric patients. There was patient involvement, but no harm.bd received additional information. Although the pump transitioned to kvo rate, it was reported that no additional dose was infused to the patient as the nurse was standing next to the pump when the event happened and stopped the infusion.